Event description:
The complainant has reported that a patient (age and gender unk) underwent a therapeutic stone retrieval procedure. The stone was captured in the zero tip nitinol retrieval basket. In the process of withdrawing the stone from the kidney through the ureter the wire snapped resulting in the stone and basket detaching from the wire. The stone was broken up by utilizing the lithoclast product. The remaining pieces of the basket were successfully removed by completing the procedure with another zero tip nitinol retrieval basket. The patient was noted to be in satisfactory condition. There was no report of any ill effects sustained by the patient.